Manufacturer narrative:
No investigation of the device can be carried out because the IV administration set will be most likely discarded. [Reference: complaint # (B)(4).

Event description:
On 04/25/2024, infutronix received a report that an IV administration set had a " tubing issue - other issue / unknown issue ". Also patient's son called because the line was not attached to the pump. The son put it back in before calling and now there's blood in the line. No patient was harmed. The infusion cannot resume without causing delay in treatment.